Manufacturer narrative:
(B)(4)

Event description:
A customer reported a haze emitting from their sterrad® 100s sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The oil mist filter tab was adjusted and the o-ring was re-seated to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the haze/mist/vapor and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending of the haze/mist/vapor issue was reviewed for the past six months ((B)(6) 2017 to (B)(6) 2017) and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced to resolve the issue. The assignable cause of the haze/mist/vapor was the oil mist filter and the o-ring which needed to be adjusted/re-seated. The field service engineer confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.